Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed the patient had a catheter replacement. It was said, catheter blockage was suspected. A surgery related to the pump was also noted; no additional details were provided. The pump contained morphine and baclofen.

Manufacturer narrative:
Additional information: product ID 8709sc, lot# h817908005, explanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
Product ID: 8709sc, lot# h817908005, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received and reported that the pump and catheter were explanted.

Event description:
It was reported that a catheter revision was to take place. The reporter had limited information and the reason for the revision and what medication this device system delivered was not known. Additional information has been requested, but was not available as of the date of this report.